Event description:
Pt had generic test strips. These showed markedly low readings despite accuracy of the pt's own meter as verified by lab personnel. This resulted in pt going into dka and being admitted to the ICU.